Manufacturer narrative:
Bed found in ccu. Technician found that the head will not raise up due to defective solenoid valve. Replaced the head up solenoid valve to resolve this issue.

Event description:
Information received that the head will not raise up. No injury reported.